Manufacturer narrative:
This report is report is being submitted to correct the outcomes attrib to adv event (b2) in section b, adverse event/product problem, impact codes (f10) in section h, for use by uf/importer and impact codes (h6) in section h, device manufacturers only. This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause traced to device design"

Event description:
It was reported that this insertable cardiac monitor (icm), reached the recommended replacement time (rrt). Boston scientific technical services (ts) confirmed the premature battery depletion due to an irregular voltage drop. The icm remains in service and no adverse patient effects were reported. It was revealed that time after, the icm was explanted due to premature battery depletion, and it has been returned to bsc. No new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm), reached the recommended replacement time (rrt). Boston scientific technical services (ts) confirmed the premature battery depletion due to an irregular voltage drop. The icm remains in service and no adverse patient effects were reported. It was revealed that time after, the icm was explanted due to premature battery depletion, and it has been returned to bsc. No new device was implanted. No adverse patient effects were reported.